Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893305 and gd893305. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized for the event. The patient was treated with vancomycin (dosage and route not reported). On (B)(6) 2013, the patient was discharged from the hospital. The cause of peritonitis was unknown, as per the nurse it was most likely touch contamination. The patient was retrained on properly performing pd therapy. The patient recovered from this peritonitis event on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.